Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported (B)(4). This code is used to address the use of the starclose se device in a calcified vessel. Per the instructions for use: do not deploy the clip in areas of calcified plaque. There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was completed using a starclose se device with a 6f sheath after a peripheral ballooning and atherectomy procedure. The starclose se clip achieved hemostasis. Reportedly, after hemostasis was achieved, the patient had no blood flow in the left leg. The left common femoral artery was occluded. Using right common femoral access, the left common femoral artery access site was ballooned and stented. The cause of the occlusion was not determined. The patient is doing fine. There was a clinically significant delay in the procedure due to the ballooning and stenting procedure at the left common femoral artery access site. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.